Event description:
The customer reported the system had a kvp error on the c-arm display. They were able to clear the error and could continue to image. The error happened several times. The problem seemed to happen with the foot switch. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended.